Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported the consumer was implanted due to parkinson's disease on (B)(6) 2015. After the surgery the parkin son's symptoms were improved, but the consumer was mentally ill and passed away. It was unknown if the event was related to the device.

Event description:
Additional information received from the manufacturer's representative (rep) reported it was unknown when the consumer passed away but it occurred while the product was being used. It was also unknown what the cause of death was or if it was related to the device or therapy, but there were no product issues reported. Prior to the consumer's death they experienced spiritual issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.